Event description:
Plate was implanted in 1999 for an ankle fracture. Subsequent x-ray showed fracture not in alignment and plate bent. Plate was removed but date of removal is unknown.

Event description:
Plate was implanted on the left tibia in 1999 without complications. Pt was directed to be non-weight bearing. X-ray showed the plate and fracture to be in valgus. Pt was scheduled for surgery and the plate was removed in 1999.